Event description:
Boston scientific received information that this patient received inappropriate anti tachycardia therapy and inappropriate shock due to supraventricular ventricular tachycardia. The end of the episode occurred when the therapies were exhausted. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.